Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2011 it was reported that the patient could not adjust stimulation. The patient never experienced therapeutic effect. Additional information received reported that the patient's concerns were resolved after a (B)(6) 2011 surgery. Details of the surgery were not reported. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# v330973, implanted: (B)(6) 2009, product type: lead. (B)(4).

Event description:
Additional information received reported that the patient's first implantable neurostimulator (ins) was replaced because it would not communicate with the patient programmer. It was thought that the ins had flipped, but it was determined that the battery depleted unexpectedly.